Manufacturer narrative:
Unit received with scratched case, minor scratched lcd window and broken battery tube threads. Unit passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No motor error alarm and excessive no delivery alarm noted. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was unknown. The customer reported that they had scratches on the pump, no insulin deliver alarm without explanation and unexplained motor error. The insulin pump will not be returned for analysis.